Event description:
It was reported that there was thrombus on both the right atrial (ra) and right ventricular (rv) leads. The patient is continuing their blood thinner medication. It was noted that this patient already had afib before being enrolled in the (B)(4) trial and has had an avn (av node) ablation. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead - (B)(6) 2012; (B)(4) implantable pulse generator - (B)(6) 2012. (B)(4).